Manufacturer narrative:
Patient identifier, age/date of birth and weight is not available for reporting. (B)(4). Lot numbers for the dk-300 kits: bmedk160272 and bmedk160423. It is unknown which lot malfunctioned. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history record (DHR) review request was conducted on part # dk-300 and bot lot numbers lot # bmedk160272, lot # bmedk160423. Part number: dk-300, bme lot number: bmedk160272: lot expiration date: august 2, 2021, supplier lot number: n/a, manufacturing date or release to warehouse date: august 30, 2016, supplier: n/a: no nc, no relevance to complaint condition. No ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Part number: dk-300, bme lot number: bmedk160423, lot expiration date: december 1, 2021, supplier lot number: n/a, manufacturing date or release to warehouse date: december 28, 2016, supplier: n/a: no nc, no relevance to complaint condition. No ncmrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a talonavicular fusion procedure on a right foot using the dk-300 drill kit, the t-handle for the pull-pins became stuck in the preformed packaging. When the surgeon tried to remove it from the packaging, the guide wire holder broke in the packaging and could not be used. The kit was discarded. A second dk-300 kit was readied for the surgery to use with the bme elite staples. The package for the bme elite staples states that the dk-300 is required to insert the bme elite staples, but does not indicate that the el-dts elite drill kit(which contains the drill guides templates) is also required to insert the bme elite staples. There was no el-dts elite drill kit available, so the surgeon elected to change the treatment plan and use bme titan staples instead. The surgery was completed successfully with a 15 minute delay. There was no harm to the patient. The second dk-300 kit was also discarded. Concomitant devices reported: bme drill kit (part # dk-300, qty. 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. Devices involved in this complaint were not returned to bme for evaluation. Nonetheless, the root causes for this complaint have been investigated. This complaint includes two reported issues: a dk-300 component breaking and a labeling issue with the elite implant kit. The first reported issue: the k-wire retainer in the dk-300 broke when the surgeon tried to remove it from the kit. The k-wire retainer is a non-surgical component of the kit. Its function is to keep the k-wires (referred as pull pins in the complaint) in place inside the kit. The non-surgical component is not meant to be removed from the dk-300. The kit did not malfunction at any time. The second reported issue: the elite implant kit's box label states "one nitinol implant for use with dk-300 drill bit kit". The text is administrative and not a regulatory requirement. The instructions for use (IFU), included with the kit, explain the surgical technique and state the required use of an el-dts kit along with the use of a dk-300 kit. The two reported issues in this complaint cannot be confirmed. In addition, no el-dts kits were provided for surgery. For the elite implant surgeries, two (2) dk-300, two el-dts, and two implant kits of each size should be provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome was reported as stable. The surgeon was not using the k-wire handle as a drill guide or template. The surgeon removed the k-wire handle from the kit when preparing for surgery.